Event description:
It was reported that the device exhibited excessive battery discharge.

Manufacturer narrative:
Analysis found the device to be outside normal longevity estimates. Various internal voltage measurements were normal. With a new battery, the device was tested on the automated electrical test system and found to be normal. The current drain also remained normal during testing. The battery was sent out for further tests; however, no anomalies were found and the root cause of the rapid depletion remains undetermined. .

Manufacturer narrative:
Na